Manufacturer narrative:
(B)(4). Eval results: eval of the returned product shows that the rj-11 clip damaged and has a gap when compared to the sensor model workmanship standard. The sensor was also tested using an alarm workmanship standard and does not pass functional tests. The alarm sounds continuously when pressure is applied to the sensor. When the sensor was disconnected from the alarm, the rj-11 clip came off the cable. Note: posey instructions for use has the caution statement: check the sensor pad, cord and plug for damage. Warning statement: never jerk or pull on the sensor cord to remove the rj-11 plug. Doing so will damage the cord or plug and cause the sensor to fail. Always use the plastic tab to release the plug. (B)(4).

Event description:
Customer claims that when the sensor was in use, the rj-11 clip broke. There was no pt incident or injury reported.